Event description:
It was reported that a technologist was positioning a pt on the table and when the low profile carriage assembly (lpca) came out to attach to the cradle, it overshot the area where it should have latched onto the cradle. In trying to move the lpca to correctly latch, the technologist was using both hands and the lpca dropped down off the cradle and pinned her index finger of her left hand and her index and middle fingers of her right hand. She used her right hand and was pulling the lpca up to free her left index finger. A ge healthcare field engineer on site was alerted and came to help get the technologist's fingers free. She was examined by a physician and x-rays were performed. She sustained a non-displaced fracture of the distal phalanx of the 2nd (index) finger. She was placed in a splint and was allowed to return to normal duties. The pt that was on the table during the incident did not sustain any injuries. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.